Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Patient tested positive for covid previously the month before prior to testing. Patient needed 2 consecutive covid negative tests in order to return to nursing home. This is off label use. Customer collected sample 1 from patient on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (unknown if this was reported to the physician). Sample 2 was collected on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 positive (this was reported to the physician). Sample 2 retest 1 occurred on (B)(6) 2020 with xpert xpress sars-cov-2 and resulted as sars-cov-2 positive (this was reported to the physician). Root cause is target at lod. There is no evidence of product malfunction and there was no reported patient harm. As per section 3 of xpert xpress sars-cov-2 eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Patient tested positive for covid previously the month before prior to testing. Patient needed 2 consecutive covid negative tests in order to return to nursing home. This is off label use. Customer collected sample 1 from patient on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (unknown if this was reported to the physician). Sample 2 was collected on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 positive (this was reported to the physician). Sample 2 retest 1 occurred on (B)(6) 2020 with xpert xpress sars-cov-2 and resulted as sars-cov-2 positive (this was reported to the physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.